Event description:
It was reported that the customer's insulin pump threshold suspended based upon low sensor readings when the customer's blood glucose was 180 mg/dl. Customer stated the sensor readings were not accurate and the customer received calibration errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.